Event description:
A customer reported a cartridge alarm 30 occurring during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on waiting for the appropriate prompt during the load process and assisted them in loading a new cartridge properly. The customer successfully loaded the cartridge and resumed insulin therapy, resolving the issue.